Event description:
Customer reported comparing a lab test with a freestyle test. The lab result was 11.0 mmol/l and the freestyle results was 8.8 mmol/l. The reported freestyle and lab comparison results differ by more than 20% and indicate a clinically significant inaccuracy and therefore, meets the manufacturer's definition of a malfunction.